Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (e315 error code) was not confirmed or duplicated. Upon receiving the device, the device was first dried before powering it up; an e315 error code was not reproduced. In addition, service found the scope connector was immersed and the leakage check label was discolored. The bending angle was out of specification, there was play in the angulation knob, the angle torque in up/down directions was out of specification, and the suction port was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred while reprocessing the subject device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported e315 error code. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the internal electrical components of the device were damaged by water invasion. The water invasion was thought to have occurred during device handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.